Event description:
It has been reported that during a bph surgical procedure "error 302.11 and 202.11" were noted. The procedure was completed by an alternate procedure "turp." Patient outcome "ok" reported. No injury to the patient was reported.